Event description:
It was reported that a medfusion® 3500 syringe pump displayed a "motor rate" error. No injury was reported.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the device found it was cracked on the bottom case. A review of the event history log found a motor rate error. Functional testing involved an occlusion test and found that a motor rate error was replicated. It was observed that white teflon flakes were found on the worm coupling facets and the motor assembly was worn out. Based on the evidence, the root cause was attributed to normal wear.